Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated. The lcd color cable assembly was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.